Manufacturer narrative:
Investigation summary bd had not received samples, but photos were provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for label lift with the incident lot was observed. However, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the device history record could not be conducted.

Event description:
It was reported that after use labels are not adhering to tube with a bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg. The following information was provided by the initial reporter: the sticky din labels not adhering.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone #: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that after use labels are not adhering to tube with a bd vacutainer® ppt¿ plasma preparation tube k2e (edta) 9.0 mg. The following information was provided by the initial reporter: the sticky din labels not adhering.